Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "I'm 6 weeks out and not doing as good as I should be. Can't bend without pain, still very stiff and tight. Should be better than 90 degrees by now, I'm at 83. Pt said something about scar tissue forming."